Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead was implanted, however, the lead exhibited an increase in thresholds so the physician elected to remove the lead. The lead was noted to be difficult to remove, and tissue was visible on the lead helix after extraction. The lead was then replaced. No patient complications have been reported as a result of this event.